Event description:
Pt reported that their one touch profile meter would not power on. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given due to this issue. No further clinical info was provided.